Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the hematocrit saturation probe was loose. No other details regarding the event were provided. There were no adverse consequences to a pt as a result of this event.